Event description:
Reportedly, during a colo-rectal anastomosis, the instrument did not cut; the instrument was jammed on the tissue. A new resection was performed with another instrument from the same lot. They also reported an unusual noise when tightening the instrument.